Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced pain, and pudendal nerve damage. The patient had physical therapy, nerve blocks, botox and experienced two additional surgeries to implant a neuromodulator. It was noted that the patient continues with physical therapy. If additional information is received, a follow up report will be sent. Related to manufacturer report #: 3011770902-2016-00290.